Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for cardioversion. Upon device interrogation, post-paced t wave oversensing was observed on the device. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.